Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to case and usb connector damage. Pictures were taken. Receiver charge and boot tests were not performed due to case and usb connector damage. Functional tests were not performed due to case and usb connector damage. An internal visual inspection was not performed due to case and usb connector damage. The receiver log was not downloaded for review due to case and usb connector damage. The allegation was undetermined. The probable could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).